Manufacturer narrative:
The technician replaced both brake and brake steer casters to resolve the issue.

Event description:
The technician alleged the brake caster and brake steer casters are swiveling when the brake is applied. No pt impact.